Manufacturer narrative:
Final device analysis revealed no anomalies found for the neurostimulator. The alleged failure could not be duplicated. Foreign material was found in the connector port. The insulation coating and titanium can was scratched. It passed a long term monitor test of 100 hrs. It was functioning fine. Final device analysis revealed no anomalies found for the two burr hole caps. There were no device failures. Final device analysis revealed no significant anomalies for both of the leads. No failure was detected, but the prods were out of spec. The leads were cut through which was suspected at explant. All the multiple conductors and wires were cut. The distal and proximal ends were intact and undamaged. The lead's body and insulation were cut through.

Event description:
It was reported that the pt fell on her stomach while going up stairs. Soon after her fall, she experienced a shocking and pulsating sensation that radiated to her right ribs. Impedance measurements were fine. An x-ray of her abdomen was also fine, but the pain and shocking persisted. The physician tried turning off her sys but it brought back her symptoms of nausea and vomiting. A revision surgery of the sys was performed. The pt recovered without sequela.